Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported reset was confirmed. Hardware reset was caused by a power on reset. An automated test was performed and no anomalies were detected. The cause of the power on reset in ICD was a legitimate external defibrillation.

Event description:
It was reported that during implant, the test shocks were inadequate. External fibrillation had to convert the patient out of the vf. The physician found that the device reverted into backup vvi. The device was not used.